Manufacturer narrative:
The patient developed peritonitis on an unknown date in 2017. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was not reported. The patient was hospitalized for the event. On an unreported date during hospitalization, the patient's doctor used dianeal for peritoneal lavage and unspecified drug infusion (doses, frequencies, duration and routes were not reported) for the treatment of the peritonitis. At the time of this report, the peritonitis was not resolved and the patient was not recovered from the event. It was not reported if dianeal therapy was ongoing. No additional information is available.